Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he experienced low blood glucose levels in the range of 50 mg/dl, while driving. The customer lost consciousness, and caused a car accident. The customer was taken to the hospital, and believes that his blood glucose reading was 58 mg/dl. Nothing further was reported.